Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they were experiencing difficulty performing a seeded study for routine qc lot qualification for growth performance test using microbiologics® ez-cfu¿ strain of aspergillus brasiliensis atcc® 16404¿ in three (3) bact/alert ® ifa plus aerobic culture bottles (part 412990, lot 0004100255, expiry date 07may2022). A false negative result occurred with one out of three ifa plus culture bottles during initial qc lot qualification testing; an organism was present in the sample from the bottle, identifiable by growth on a culture plate. Investigation global customer service (gcs) support and local customer service (lcs) obtained limited information from the customer pertaining to false negative results with the bact/alert ifa plus culture bottles. Lcs referred to 4573-csn-bact.alert-universal troubleshooting form attachment 1 on the gcs portal for questions to ask the customer pertaining to false negative results. The customer provided a 3d backup file and graph photos for the evaluation of this complaint case. Review of the 3d backup files by global customer service (gcs) revealed that there was one incubation module, and the customer¿s 3d system had a temperature set-point of 37.5°c. The incubation temperature range of 30-35°c is described in the usp <71> requirements of growth promotion testing of aerobes, anaerobes and fungi (e.g. A. Brasiliensis). The customer incubated the ifa plus culture bottles at 37.5°c; outside of the acceptable range of 30-35°c. Testing of a. Brasiliensis reported in the ifa plus IFU and the r&d study was conducted at the incubation temperature of 32.5°c, the midpoint of the acceptable range. Growth and detection of a. Brasiliensis in the ifa plus culture bottles at 32.5°c were achieved. The higher temperature of 37.5°c could have contributed to inadequate growth and insufficient production of co2 for a positive detection of a. Brasiliensis (a temperature sensitive mold). Internal testing two studies were performed by r&d to evaluate the performance of aspergillus brasiliensis spore preparations (fresh culture at two different dilutions <100cfu and vendor preparations sourced from microbiologics® ez accushot, thermofisher quanti-cult plus, bioball® atcc 16404) inoculated into bottles with different gauge size needles used for growth promotion testing: ¿ study 1: sample plan included two (2) different bact/alert ifa plus lots (p/n 412990) at 32.5°c and 22.5°c in house testing with aspergillus brasiliensis bioball® performed as expected, ifa plus bottles were positive within 5 days at 32.5°c (meeting biomérieux¿s qc release criteria). Growth did occur for culture bottles incubated at 22.5°c; however, at an average of slightly longer than 5 days. ¿ study 2: sample plan included the same two ifa plus lots from study 1, one (1) bact/alert ifa plus lot (prior to new media version) and one (1) lot of ilym bottles (p/n 259788) at 22.5°c incubation temperature only o when incubated at 22.5°c, 2/6 bottles were negative to date at 5 days, but all bottles were positive at 9.05 days. O previous verification and validation studies have demonstrated that growth delays and negative bottles at 5 days with aspergillus brasiliensis at 22.5°c have been observed with ifa plus culture bottles. Device history record and complaint analysis: review of manufacturing data for the bact/alert ifa plus culture bottle lot 0004100255 (expiry date 07may2022) did not reveal any systemic quality issue. The lot number is now expired. Labeling currently, ilym is marketed to food and beverage customers. Pharmaceutical and/or cosmetic customers who wish to use ilym would have to validate it for their specific use, and would need to take into consideration the fact that that the ilym bottle has no neutralization capability. The investigator reviewed the instructions for use [IFU] for bact/alert® ifa plus culture bottle type. Product IFU contains the following information: ¿ limitations of the test: ¿certain species of penicillium, aspergillus, or other temperature sensitive molds may not grow, or may grow but do not produce sufficient co2 to be determined positive.¿ conclusion there is no evidence of any bottle malfunction with the bact/alert ifa plus culture bottle lot. Monitoring and detection methods for bottle defects associated with potential false negative results are part of the manufacturing and quality control processes for bact/alert culture bottles. The same strain from bioball® aspergillus brasiliensis ncpf 2275/atcc®16404¿ is used for release testing of the ifa plus bottle type at 32.5° c. The data met all release specifications. Fresh spore suspensions also performed as expected. Capability problems with third party preparations were observed. Use of bioball or fresh spore suspensions are preferable. Growth performance of aspergillus brasiliensis performed best in the ilym bottle (food/beverage) at 22.5°c with positive culture bottles less than 3 days. Variables of needle size and headspace venting were also tested, with no correlation found for growth performance. The bact/alert bottles tested performed as expected, and no malfunction was found. ¿ this was evident during the r&d study when capability problems with third party preparations (e.g. Microbiologics® ez accushot¿) were observed: ¿ testing with aspergillus brasiliensis bioball® performed as expected, ifa plus bottles were positive within 5 days at 32.5°c (meeting biomérieux¿s qc release criteria). ¿ lyophilized preparation (microbiologics® ez accushot, thermofisher quanti-cult plus) at either 32.5°c or 22.5°c resulted with 6/9 bottles still negative after 14 days. Capability problems with third party preparations were observed. Use of bioball or fresh spore suspensions are preferable.

Event description:
Intended use: bact/alert® I fa plus culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). The laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Description: a customer in the united states notified biomérieux of obtaining false negative results with the bact/alert® I fa plus (ref 412990, lot 0004100255) while performing quality control (qc) testing for aspergillus brasiliensis. The customer tested three bottles which the customer had inoculated with aspergillus brasiliensis and obtained a positive result for one of the three bottles and negative results for two bottles. For one of the negative bottles, the customer stated that the bottle was visibly turbid, but with no large mold growth. The positive bottle had large visible mold colonies. Global customer service (gcs) reviewed troubleshooting information provided by the customer and identified that the incubation temperature was incorrect for these bottles. The customer used an incubation temperature of 35 °c instead of the recommended 32.5 °c. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.